Event description:
Infusion had been commenced at 1920hrs on (B)(6) 2021; when checked at 2300hrs n/saline 50ml + 25000 units heparin bag was empty. Machine indicated 43mls left to be infused (overdose situation). Infusion suspended awaiting r/v. Log files requested. No patient harm/injury reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The device log was reviewed. No use of the device was recorded on the event reported date. Same results for the 4 days prior and the days after. The data logs are insufficient to confirm the event. The reported device was not sent back to brézins but was investigated locally. As found in the log, the time frames reported did not align with the pump logs. It was suspected that the wrong device was sent for investigation. However according to customer's paperwork, there was no error therefore the device was tested for flowrate accuracy. Results were found to be compliant with manufacturers specifications. The reported event could not be reproduced. Full quality control was performed and no technical or functional cause could be identified for this event as the device worked as intended during testing. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.